Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. It is unknown if the events have been previously reported. The following additional information has been requested. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that prolene suture caused/ contributed to the patient death? Does the surgeon believe there was any deficiency with the ethicon suture product prolene used in this procedure? Does the surgeon believe that the prolene suture product involved caused and/or contributed to the postoperative complications described in the article?

Event description:
It was reported in a journal article entitled: selective vascular isolation of the liver as part of initial damage control for grade 5 liver injuries: shouldn¿t we use it more frequently? Authors: rifat latifi, hatem khalaf. Citation: international journal of surgery case reports. 2015; 6: 292¿295. Doi: http://dx.doi.org/10.1016/j.ijscr.2014.12.021. The authors managed a (B)(6) -year-old male with a blunt grade 5 right-lobe liver injury in severe hypovolemic shock. On examination, it was revealed that the patient had massive destruction of the right lobe of the liver, as well as other injuries, including right lower rib fractures. Thirty-six hours later, the authors took him back to the operating room for a formal right hepatectomy. Most of the right lobe was necrotic. During the second operation, once the packing was removed same with the right lobe of the liver, the authors recognized a small laceration (3¿4mm) on the retrohepatic vena cava, which was repaired with prolene 5-0 continuous sutures. The patient¿s post-operative course was complicated by bacteremia and fungemia, sepsis and cholestatic liver on post-operative day 25 which required continuous abdominal wound treatment with wound vac dressing, and was extubated. It was reported that on post-operative day 33, the patient developed another episode of septic shock and did not response to aggressive intensive care therapy. The patient died on post-operative day 37. It was concluded that for patients with severe liver injuries, selective vascular isolation and ligation may be considered as part of damage control in addition to intermittent pringle maneuver and might enable anatomic resection at a later stage.